Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The landing zone measurements at 0 degrees, 45 degrees, 90 degrees, and 135 degrees were 18mm, 15mm, 15mm, and 14mm, respectively. The sizing of the device was determined using transesophageal echocardiography (tee) and angiography. During device preparation, the cable connection was checked while it was in the hoop. There was difficulty connecting the loader to the sheath, and several minutes were spent trying to make the connection. The physician was able to make the loader to delivery sheath wet-to-wet connection, and back bleed was noted. Flow was turned back on, and the device was advanced to the tip of the sheath. Flow was turned off. The sheath was positioned in the laa with good trajectory and unsheathed to ball formation. The device in ball formation was advanced to the lobe using the cable. At this point, the physician lost control of the cable regarding advancement and retraction. The disc was prematurely released from the delivery cable, and after 4-5 heartbeats, the device embolized from the laa. The device remained in the left atrium, and the delivery sheath was keeping the device from moving further. The delivery sheath was manipulated, and the device migrated to the descending aorta, causing an obstruction. Access site was changed, and 18f arterial sheath with a 20mm gooseneck snare was positioned adjacent to the device. The snare was deployed, and the distal screw was snared. Once the device was snared, the device was retracted into the sheath successfully. A 20mm amplatzer amulet occluder was successfully implanted. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) and premature separation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a cause for the reported device premature separation could not be determined. The reported device embolization appears to be related to the procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.